Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the third of three reports associated with this event.

Event description:
On (B)(6) 2010 during a call to baxter technical services, the caregiver stated that the home patient(hp) had peritonitis. On (B)(6) 2010 during a follow call with the dialysis nurse(pdrn) it was revealed that on (B)(6) 2010 the hp was diagnosed at the dialysis clinic with bacterial peritonitis. The hp had received peritoneal dialysis(pd) with dianeal ambuflex and ultrabag since 2007. The hp received fortaz 2gm daily and vancomycin 2gm every 6 days as treatment for the peritonitis. He was not hospitalized. Recovery was ongoing and improving at the time of this report. The pdrn did not know the infection origin, but offered that the hp's wife had been assisting him with pd therapy set up, but recently the hp had been setting up alone, and touch contamination is a good possibility. The pdrn added that the baxter products are not suspect.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j29015, h10i21039 and h10h28028 with no issues noted during the manufacturing process. Root cause of the peritonitis has been determined as poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.